Event description:
Consumer reported complaint for hi blood glucose test results. The customer¿s expected fasting blood glucose test result is 180 mg/dl. Customer reported symptoms of dry mouth and feeling fuzzy headed; medical attention was not needed at the time of the call. Customer stated that she is not concerned with the hi blood results because she is having the symptoms and she knows that her blood sugar is high. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/30/2026; product storage and open vial date were not provided. The meter memory was reviewed for previous test result history: result 1: hi date: (B)(6) 2025 time: 12:12pm fasting. Result 2: 296 mg/dl date: (B)(6) 2025 time: 8:48am fasting. Result 3: 236 mg/dl date: (B)(6) 2025 time: 5:55pm non-fasting. Result 4: 372 mg/dl date: (B)(6) 2025 time: 2:09pm fasting. Result 5: 582 mg/dl date: (B)(6) 2025 time: 12:38pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dry mouth and fuzzy headed. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time.